Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: complaint: when pressurized, the turning part of the inflator was noticeably stiffer than normal. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample was returned for evaluation. The sample was visually a physically evaluated for syringe pressure, no issues were noted when pressurized. It is to be expected that the handle has more resistance while pressurized, but it should not affect product performance. There was no product deviation on the returned sample. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.